Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, noise that was inhibiting pacing was observed on the right ventricular lead. Noise was reproduced in clinic testing with isometrics but was inconsistent as one of the isometric exercise was unable to reproduce noise. Programming changes were made. The patient was in stable condition.